Manufacturer narrative:
Upon inspection and testing of the device by a field service engineer on site, the field service engineer performed an on-site test, finding the external voltage was unstable. The olympus, model wm-nps, mobile workstation disconnected the power supply. The power strip was replaced, and the device returned to normal.

Event description:
A hospital reported olympus, model otv-s400, visera 4k uhd camera control unit showed a black screen after turning on the device while inspecting prior to a laparoscopic procedure. The patient was not under sedation, nor was there a delay in the procedure. A new similar device was used to complete the procedure. There is no report of patient or user harm associated with the problem. This report is submitted due to the finding no image, identified during the device inspection prior to procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the external voltage gets unstable due to power strip of the operation room of the facility causing the device to not activate. The cause of the unstable external voltage could not be identified. Olympus will continue to monitor field performance for this device.